Manufacturer narrative:
Investigation summary: bd received 16 samples and 2 photos were for investigation. The photos were reviewed and the indicated failure mode for bowed tube was observed. Additionally, the customer samples and 30 retention samples from bd inventory were evaluated by visual examination and the issue of bowed tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode bowed tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿, an unspecified number of tubes were bent causing the tubes not to fit in the instrument. Samples were recollected.